Manufacturer narrative:
(B)(4).

Event description:
It was further reported that physician noted that the shaft of the 2mmx40mmx145cm coyote es balloon catheter was elongated, however, there is no shaft detachment occurred inside patient.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified below the knee vein. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilation. However, on the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another 2mm x 40mm x 145cm coyote¿ es balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an coyote es balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There was blood on the exterior of the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 72 cm from the hub. The fracture faces were oval as if kinked prior to separation. The shaft was stretched 29.5 cm from the tip and continued proximally for 24 cm. There were numerous hypotube kinks. There was tip damage. Functional testing with an inflation device filled with water was used with a toughy and stopcock to inflate the balloon to the rated burst pressure and revealed no burst. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified below the knee vein. A 2 mm x 40 mm x 145 cm coyote¿ es balloon catheter was advanced for dilation. However, on the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another 2 mm x 40 mm x 145 cm coyote¿ es balloon catheter. No patient complications were reported.